Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Customer¿s blood glucose (bg) level was 400-556 mg/dl. Customer administered a manual injection to address bg levels. At the time of the report with tandem technical support the touch screen functioned as intended; therefore, the customer continued to use the pump for insulin therapy.